Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery. The 5x12mm nc trek ballon dilatation catheter (bdc) met resistance during advancement and removal with the guide catheter. Therefore, the procedure was completed with another nc trek balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, a conclusive cause for the reported difficulties could not be determined since the device and component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.